Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial toxo igg result (B)(6) = 5.4 iu/ml; (B)(6) 2024, repeat results from two different analyzers (B)(6) = 0.1 iu/ml and 0.1 iu/ml there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 0p45-22 that has a same/similar products distributed in the us, list numbers 7p45-40 / 7p45-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. A review of customer data and information was reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints by lot 64051be00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 64051be00 and issue. Device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 64051be00. The overall performance of alinity I toxo igg reagents was reviewed using field data from customers worldwide. The median values for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 64051be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial toxo igg result (ai02119) = 5.4 iu/ml; on (B)(6) 2024, repeat results from two different analyzers (ai02119 and ai01450)= 0.1 iu/ml and 0.1 iu/ml there was no impact to patient management reported.